Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via email during a shoulder scope, the customer's healix advance knotless anchor broke during insertion with permatape loaded. The 4.5 awl was used as normal but having the tape in good quality bone caused the anchor to break. The surgeon used the 4.5 tap with another like device and the anchor seated just fine without issue. No patient consequences, and a delay of two minutes. The customer discarded the device.